Manufacturer narrative:
A customer notified cardioquip in (B)(6) of 2020 that a patient recently developed "some sort of bacterial infection" and thus was concerned that potential bacterial contamination from their mch-1000 device may have been associated with the patient infection. Cardioquip followed up with a questionnaire sent to the customer via email on 11/17/2020 to begin an investigation and better understand the reported incident. The customer stated the species of bacteria that was found in the patient, but has not confirmed that this same bacteria was found in the mch-1000 device. Following the customer's final response to the questionnaire received by cardioquip in february of 2021, the customer ceased communication and has not requested service of this device. As of the date of this report, there has been no confirmation of the contamination originating from the mch-1000 as the investigation could not be completed despite cardioquip's communication efforts.

Event description:
Customer reported the following "there was a case found recently with some sort of bacterial infection thought to come from the water within the cardioquip. Cupriavidus pauculus is what was found.